Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, loss of capture and low sensing was observed on the right ventricular (rv) lead. An x-ray was performed and revealed rv lead dislodgement to be the cause of the event. Initially, the lead was deactivated to address the electrical anomalies, however, the lead was ultimately capped and replaced to resolve the event. The patient was in stable condition following the procedure.